Event description:
It was reported the customer was hospitalized for high blood glucose. Attempted to perform troubleshooting during the call, but the insulin pump had missing segments and unresponsive buttons.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.